Manufacturer narrative:
The catheter remains in situ; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Follow-up report. Outpatient facility called that the catheter was not working on (B)(6) 2014. The catheter was exchanged on (B)(6) 2014 due to poor flows at dialysis - the catheter had clotted. The procedure was for a non-functioning left internal jugular vein tunnelled dialysis catheter. The catheter was mobilized at the level of the exit site, and the entire cuff was removed. The disc in its own cuff was left in place. The same kind of catheter was then tunnelled through the disc and all the way to the cavoatrial junction. The wire was removed. Both lumens were aspirated. They were flushed with heparinised saline, hot heparin and capped. It functioned very well, and the catheter was secure to the skin with nylon and dressing was applied, and the patient tolerated the procedure well with no complications. (This subsequent device was removed on (B)(6) 2014 as it was no longer required).

Event description:
Same patient as MDR 3008110587-2014-00002. (B)(6) 2014, the catheter was not operational. The patient was placed on schedule for removal and replacement. Md inserted some dye to determine if he could figure out the issue. Imaging of the device showed a 45 degrees angle or kink in the stent. Two roadrunner wires were inserted into the ends of the catheter and advanced into the right atrium. With this, the kink straightened out very nicely. The wires were removed and the catheter maintained its straight position. The catheter was fully functional at the end of the procedure and did not need changing. No patient complications were reported.